Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that when he got home from work, in the evening of (B)(6) 2019, the infusion set's tubing had detached at the quick release. Reportedly, the site location was his abdomen and the pump was on his side on the belt clip. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.